Event description:
It was reported that the patient was having pain and was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned.